Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had over-infused and the battery cassette was damaged. There was no reported patient involvement.

Manufacturer narrative:
Corrected data: d3 - mfg establishment name the suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected. A visual inspection was performed and the reported issue of over infusion was confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period.